Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received during bolus delivery. There was no known impact to the customer's blood glucose (bg) level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. The contact declined further troubleshooting the issue and stated that the infusion set and cartridge would be changed as it was the scheduled time to change out the supplies.